Event description:
It was reported that the doctor placed an amo toric intraocular lens (iol) with an intended axis of 116. On (B)(6) 2015 ((B)(6)-2015), at patient¿s 6 day post-operative appointment, the axis was noted to be at 177. On (B)(6) 2015 ((B)(6)-2015), the doctor exchanged the iol with another model zct225 lens, a 13.0 diopter with a capsular tension ring. No further information was provided.

Manufacturer narrative:
.(B)(4) - explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records was performed. The lens production order was released per sterilization batch (B)(6)-2014. There were no nonconformances with respect to the final product release process. The production order number was not produced under deviation and there were no associated nonconformity reports. There were no process and/or material changes within the production order. The complaint related associated test is the optical measurement performed at final inspection where the in-line optical inspection data showed the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. The lens met all specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.